Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regq4315 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that fail regurge and flushing after insertion was complete. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that fail regurge and flushing after insertion was complete. It was reported this occurred with two devices. This report addresses the second device. Additional information received: it was stated the issue was discovered at the end of the insertion procedure. It is unknown if a new device was placed.